Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their device did not receive a calibration and received a calibration not accepted alert. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 53 mg/dl. No further details or information available. The device will not be returned for analysis.